Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular lead was found to have exhibited over-sensing of noise, resulting in high ventricular rate episodes. Low pacing impedance was also discovered through the review of the remote transmission. No intervention was performed and the patient will continue to be monitored. No adverse patient consequences were reported.